Manufacturer narrative:
(B)(4) used for incision enlarged. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory for inspection. A visual inspection of the returned lens noted one (1) distorted haptic and appeared to have evidence of debris/particles and viscoelastic. No further inspection of the lens was possible due to the condition of the returned lens.

Event description:
We received a report that an intraocular lens (iol) was removed and replaced during the same procedure. The report indicated that the patient did not have a posterior capsule and required an anterior chamber lens. The incision was enlarged to remove the lens and a vitrectomy performed. Patient is reported to be doing fine.